Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the lens was damage by handpiece injector. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).